Event description:
It was reported that a patient experienced air in the patient line of an amia automated pd cycler set without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient with disconnecting. The patient would start over with new supplies and contact the nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.